Manufacturer narrative:
Device passed displacement test and self test. No pump error alarm or in the history file noted. Hardware low level failures alarm (variableinfo=3) confirmed in the pump history file due to broken trace on keypad assembly. Device received with broken belt clip rails noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received multiple insulin pump error alarm. The customer¿s blood glucose was 122 mg/dl. Customer also reported that belt clip rail chipping off and did not hold the insulin pump. Troubleshooting was performed for damaged. The insulin pump will be returned for analysis.